Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted. Additional information revealed the lv lead was dislodged and repositioning the lead during revision was unsuccessful. Thus, the lv lead was replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.